Manufacturer narrative:
Not returned. As of today the device has not been returned for analysis. It may have been buried with the patient. If the device is returned the event will be updated. No add'l info is available at this time. If add'l info becomes available the event will be updated.

Event description:
Boston scientific crm received info that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information received indicates that this patient and/or a rep of the patient has retained legal counsel and filed a lawsuit. According to the formal legal complaint the patient death was 'contributed to by a defective device' and that the 'device failed to properly perform'